Event description:
It was reported that during a prostate procedure, the first fiber was used for 16,500 joules of use and 02:52 minutes; tip issue. The second side-firing fiber was noted to "damage fiber @ 43,205 joules and 8:10 minutes of use". The procedure was completed with a third fiber. Patient outcome: "no patient injury reported". This report is for the second fiber.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber cap remains attached and exhibits a drilled through condition; the glass cap exhibits moderate detritus adhesion; there is some white unknown substance noted inside the fiber cap; the bevel section is melted; the shrink tubing distal end exhibits melting and damage; the fiber distal part is charred. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.